Manufacturer narrative:
Added information to h6. The complaint of the device interfering with patient anatomy is unable to be confirmed via product evaluation. There is no evidence to suggest an edwards manufacturing defect. No medical records or images were provided. Malorientation of the device is unable to be confirmed via product evaluation, however pannus was able to be confirmed. Based on the event description "it was discovered that the device had been implanted in a reversed anterior-posterior orientation due to a technical error at the initial mvr. As a result, one stent post protruded into the left ventricular outflow tract (lvot), while another was in contact with the left ventricular (lv) posterior wall." Per IFU, "the sewing ring is designed for a specific orientation of the bioprosthesis. The scalloped part of the sewing ring, between the two silicone protrusions, should be placed across the intercommissural anterior portion of the annulus and straddle the left ventricular outflow tract." The reported device orientation of a stent post protruding into the lvot along with an additional strut in contact with the lv posterior wall most likely contributed to the facilitation of pannus onto the device resulting in restricted leaflet mobility and regurgitation. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the reported event of device interfered with patient anatomy was unable to be confirmed. However, the most likely root cause of interference was procedural factors, including a reversed anterior-posterior implant orientation which caused a partially obstructed lvot and contacted the lv posterior wall. Additionally, the valve's interference with the patient's anatomy as a result of the reversed implant orientation likely contributed to the pannus/host tissue overgrowth. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest an edwards manufacturing defect caused or contributed to the reported event. Corrected: device evaluation- customer report of pannus and leaflet mobility was confirmed through observed tissue overgrowth. Customer reports of malorientation and regurgitation were unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 in the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring around leaflet 1.

Manufacturer narrative:
The device was returned to edwards for evaluation. Customer report of pannus and leaflet mobility was confirmed through observed tissue overgrowth. Customer report of regurgitation was unable to be confirmed. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 in the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring around leaflet 1.

Event description:
It was reported edwards lifesciences japan a 25mm 7300tfxj mitral valve was explanted after an implant duration of seven (7) years and seven (7) months due to pannus, restricted leaflet mobility, and mitral regurgitation (mr). The patient presented with fatigue. The device was explanted and replaced with a non-edwards valve with no patient adverse events reported. Concomitant aortic valve replacement, valvuloplasty of the tricuspid valve implanted with a 28mm 6200t tricuspid ring, and left atrial appendage (laa) closure were performed. Postoperatively, the mr improved to mild or less, and the patient outcome was reported as recovered. According to the reported information, during this redo mvr, it was discovered that the device had been implanted in a reversed anterior-posterior orientation due to a technical error at the initial mvr. Due to this technical error, the device was positioned that one stent post protruded into the left ventricular outflow tract (lvot), while another was in contact with the left ventricular (lv) posterior wall. The mitral valve area (mva) was reduced to 3.8cm2 immediately after the initial mvr and progressively decreased to 1.8cm2 at two years, 1.5cm2 at three years, and 1.1cm2 at six years postoperatively. The mean pressure gradient remained in the range of 4 to 4.5mmhg from the immediate postoperative period until the device explant. The patient began experiencing fatigue approximately five years after the initial mvr. Upon the valve explant, pannus formation was observed protruding from the area of the stent post in contact with the lv posterior wall. This site was consistent with the region near the leaflet that had been identified by tee and CT as showing impaired leaflet mobility. The anterior cusp was fully resected, while the posterior cusp was preserved. The removal of calcification at the device implant appeared to be insufficient. The surgeon suspected that this explant was related to device malfunction, as the implant duration was less than ten years. The surgeon commented that the pannus formation had likely restricted leaflet mobility and contributed significantly to the reduction in mva. The surgeon also speculated that the patient symptoms were primarily attributed to the mr and to suboptimal laa closure performed concurrently at the initial mvr. Additionally, mild-moderate aortic regurgitation and moderate-severe tricuspid regurgitations were present alongside the mr and were considered contributing factors to the symptoms.